Event description:
It was reported that after an unknown procedure, that one of the blades fell off during cleaning. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.